Event description:
Customer called bacause the breeze meter was reading 408 mg/dl and she did not think that was correct. She compared it to a hosp meter that read 138 mg/dl within a 10 min period. While on the phone, the customer got a 142 mg/dl blood reading with the breeze meter, which seemed to be correct. However, meter will be replaced and evaluated.